Event description:
It was reported that a patient presented via merlin transmission. The patient's right atrial lead exhibited low sensing and high capture thresholds. An x-ray performed on (B)(6) 2022 confirmed that there was no lead dislodgement. On the same day of (B)(6) 2022, the patient's lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: previous report submitted on june 16, 2022 incorrectly said the investigation findings were pending on the completion of an investigation. Coding has been updated to reflect a non-return.

Manufacturer narrative:
Correction: supplemental report submitted on (B)(6) 2022 implied that the x-ray confirmed there was no dislodgement. Micro dislodgement was still suspected, so the dislodgement code has been included.

Event description:
It was reported that a patient presented via merlin transmission. The patient's right atrial lead exhibited low sensing and high capture thresholds. An x-ray performed on (B)(6) 2022 confirmed that the lead had not dislodged, however micro-dislodgement was still suspected. On the same day of (B)(6) 2022, the patient's lead was explanted and replaced. The patient was stable throughout the procedure.